Event description:
It was reported that the safety device on the bd nexiva¿ closed IV catheter system was difficult to disengage after inserting the catheter into the patient during use. The following information was provided by the initial reporter: "once the catheter is inserted into the patient the gray hub does not detach easily to remove from the inserted catheter, risking it coming out of the patient."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples provided. Bd received a total of 44 nexiva 20ga units from lot 9092784. (B)(4) units were received within dispensers and inside sealed packages. All contents were intact. One fully disengaged unit was received within an open package and two full assemblies were received within sealed packages. One fully disengaged grip-tip shield-needle assembly was also received inside an open package. The (B)(4) units from the dispensers and the fully disengaged unit and two full assemblies were tested for is disengagement. The units were fully disengaged without resistance. There was no physical-mechanical damage found. The last unit which was the fully disengaged grip-tip shield-needle assembly was found to have damage (grooves) observed on both sides of the tip shield. The needle was pushed into its original (not disengaged position) and perform the disengagement. Minimal resistance was felt as the indentation of the grip and the tip shield were being separated. The reported issue was confirmed. The damage observed on the tip shield is manufacturing related. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety device on the bd nexiva¿ closed IV catheter system was difficult to disengage after inserting the catheter into the patient during use. The following information was provided by the initial reporter: "once the catheter is inserted into the patient the gray hub does not detach easily to remove from the inserted catheter, risking it coming out of the patient. "